Event description:
Customer's mother stated that the insulin pump is alarming button error. The blood glucose reading is 126 mg/dl. Caller believes that the insulin pump may have been exposed to moisture. Water spots are on the screen. The insulin pump will be replaced.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window and cracked reservoir tube lip, corroded lcd board and mother board noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.